Event description:
Additional information was received which noted the rv pacing impedance measurements were greater than 2500 ohms and the r waves were decreased. There were no sensing or pacing threshold issues. The patient would continue to be monitored. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high right ventricular (rv) pacing impedance measurements up to 2175 ohms. The threshold measurements were elevated slightly, but sensing and threshold measurements were noted to be stable and good. Defibrillation threshold (dft) testing was performed and the patient was converted successfully. No noise was able to be reproduced. Continued monitoring was recommended. No additional adverse patient effects were reported. The device remains in service.